Manufacturer narrative:
The implant date, lot number, manufacture date and expiration date were unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that a patient with an artificial urinary sphincter (aus) presented with recurring incontinence due to tissue atrophy under the cuff. The aus was explanted and replaced with a new aus. No additional patient complications reported.